Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: litigation alleges that the patient suffers from pain. Doi: (B)(6) 2011 - dor: none reported (right side) patient is a resident of (B)(6). Update: (B)(6) 2013- pfs and medical records received. Part/lot was provided. All products have been reported.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.